Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and insulin pump had open book image. The blood glucose level was 51 mg/dl at the time of incident. The customer stated that did received prior to open book image. The customer reports they received the open book image on the insulin pump screen. Troubleshooting was performed for critical pump error. The customer did not report any symptoms for low blood glucose level. Troubleshooting was not performed for low blood glucose level. The insulin pump will be returned for analysis.